Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during initial drain was confirmed; per the complaint information the cause of the se 2240 is that the patient left the clamp on patient line closed during priming. The label review found the labeling adequate for the use error in this complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was discarded. The lot number is unknown at this time; therefore a batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Event description:
A customer contacted baxter's technical service center regarding system error (se) 2240 (air in the set) during the initial drain on the home choice (hc). The technical service representative (tsr) explained the air alarm. The caregiver (cg) stated during the initial drain, she noticed she forgot to open the clamp on extension line. The tsr explained that the line was full of air and that it was not primed properly. The tsr instructed the cg to cycle power twice to get back to press go. The cg would start over with new supplies and will notify the registered nurse (rn) about alarm. On (B)(6) 2011, product surveillance contacted the registered nurse (rn) regarding the alarm. The rn was made aware that the hp did not open the clamp to their extension line when they primed the machine. The rn stated the hp has had no injury or medical intervention as a result of this incident. There was patient involvement.